Manufacturer narrative:
Concomitant product(s): product ID: 8578, lot# hg287s713, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709sc, lot# n291837007, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 27-dec-2019, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 27-dec-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown concentration of gablofen at 700mcg/day via an implantable infusion pump for cerebral palsy. It was reported that the patient had a "super pubic catheter infection." It was reported that cultures were taken, and the device was removed. It was reported that the issue was resolved at the time of the report. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.